Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who observed air in their patient line between the transfer set and their exit site. At the time of the observed air, the patient was connected to the homechoice device for fill 3 of 4 of peritoneal dialysis therapy. There were no problems reported related to the transfer set. Proper procedures were reviewed with the patient on re-priming the patient line. The patient was advised to notify their nurse regarding the event. It was unknown how the patient completed therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.